Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose level. The customer experienced symptoms like nausea, vomiting, abdominal pain and difficulty in breathing for high blood glucose. Customer declined to troubleshoot. Customer was using insulin pump system within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.